Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: d1 and h6. The revision reported was likely the result of prosthesis wear. Additionally, a contributing factor to the wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a 79 yo male patient, initial right knee implanted in (B)(6) 2021, underwent a revision procedure in (B)(6) 2025, approximately 3 years 9 months post the initial procedure. The insert had started to show early oxidation and inflammatory response. The liner was exchanged, and the patella was surfaced. The femur and tibia were well fixed. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. The explanted devices are not available for return. They were disposed of by the customer. Device images were provided. No further information.

Manufacturer narrative:
D10: concomitants: 5737968 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t; 6238123 02-010-04-0340 - logic cr femoral por, right, sz 4. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.